Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage or moisture to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: during investigation, the battery compartment and battery cap were undamaged and able to fit securely. The pump powered up with auditory and vibratory alarms to a blank screen. The battery cap contact measurements were within specifications. The pump cover was removed, and the eeprom component was found cracked. The alleged power issue was due to a damaged eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.